Manufacturer narrative:
This event was also reported against the centrimag motor in MFR. Report # 2916596-2019-05060. Section h3, h4: additional information manufacturer's investigation conclusion: the report of an s3 alarm was confirmed and reproduced during testing of the returned centrimag 2nd gen primary console (B)(6). The console was evaluated and tested at mcs zurich. Visual inspection of the returned console did not reveal any issues. A data log file was retrieved successfully. The reported event was confirmed through the analysis of the retrieved data log file. Provided information stated that the reported event occurred on (B)(6)2019. Per the log file, the first occurrence of a system alert:s3 alarm was on (B)(6)2019 due to a sub-fault "sf_lmc_supply_5v_motor", but this alarm and sub-fault cleared moments later. Then, the s3 alert occurred again on (B)(6)2019 after a battery maintenance was passed. Then, an unexpected shutdown was detected after a flow error "+5v test error", which triggered "sf_flow_supply_5v", "sf_flow_not_valid", "sf_ifd_flow_data", "sf_lmc_supply_current", and "sf_ifd_shutdown_detected" sub-faults. After this event, the s3 alert occurred every time the system was started. From all of the initial power-on check sub-faults, the sub-fault that did not pass the check was "sf_ifd_flow_data". Despite the s3 alert, the system was able to run, confirmed by the log file, which captured the system operating at 2800rpm. However, during these data entries the flow reading was 0 lpm. Thus, it was determined that the "sf_ifd_flow_data" sub-fault, causing the s3 alarm and 0 lpm flow reading. No "flow probe disconnected:f1" events were captured. The console was tested along with a test motor and flow probe. When the system was powered on the console alarmed with an s3 alert, reproducing the reported event. Speed was set to 1500 rpm and the system reached this speed, but the flow reading was not read. The flow probe was changed for the complaint flow probe sn (B)(6) but the flow reading remained at 0 lpm. Even when no flow probe was connected the console alarmed with a"flow probe disconnected:f1" alarm did not appear. Further investigation revealed that the issue was caused by a defective flow board pcb. When a new flow board was installed the console operated as intended and passed the repair and maintenance procedure. The console was tested along with its related flow probe, which functioned as designed. The root cause of the flow board pcb being defective could not be conclusively determined during the investigation. Reports of similar events will continue to be tracked and monitored. The 2nd generation centrimag system operating manual section 4-""warnings & precautions"" warns ""one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction."" The 2nd generation centrimag system operating manual section 10-""emergency and troubleshooting"" states that ""the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support."" The 2nd generation centrimag system operating manual has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console, and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1-""appendix I - primary console alarms and alerts"" contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an s3 alarm was confirmed and reproduced during testing of the returned centrimag 2nd gen primary console (sn(B)(6) ). The console was evaluated and tested at mcs zurich under rmas 19-111 and 20-009. Visual inspection of the returned console did not reveal any issues. A data log file was retrieved successfully. The reported event was confirmed through the analysis of the retrieved data log file. Provided information stated that the reported event occurred on (B)(6)2019 . Per the log file, the first occurrence of a system alert:s3 alarm was on(B)(6)2019 due to a sub-fault "sf_lmc_supply_5v_motor", but this alarm and sub-fault cleared moments later. Then, the s3 alert occurred again on (B)(6)2019 after a battery maintenance was passed. Then, an unexpected shutdown was detected after a flow error "+5v test error", which triggered "sf_flow_supply_5v", "sf_flow_not_valid", "sf_ifd_flow_data", "sf_lmc_supply_current", and "sf_ifd_shutdown_detected" sub-faults. After this event, the s3 alert occurred every time the system was started. From all of the initial power-on check sub-faults, the sub-fault that did not pass the check was "sf_ifd_flow_data". Despite the s3 alert, the system was able to run, confirmed by the log file, which captured the system operating at 2800rpm. However, during these data entries the flow reading was 0 lpm. Thus, it was determined that the "sf_ifd_flow_data" sub-fault, causing the s3 alarm and 0 lpm flow reading. No "flow probe disconnected:f1" events were captured. The console was tested along with a test motor and flow probe. When the system was powered on the console alarmed with an s3 alert, reproducing the reported event. Speed was set to 1500 rpm and the system reached this speed, but the flow reading was not read. The flow probe was changed for the complaint flow probe sn 77187 but the flow reading remained at 0 lpm. Even when no flow probe was connected, the "flow probe disconnected:f1" alarm did not appear. Further investigation revealed that the issue was caused by a defective flow board pcb. When a new flow board was installed the console operated as intended and passed the repair and maintenance procedure. However, during further operation the flow board became defective action, causing an active s3 alert at start-up. The console's flow board was again replaced, resolving the issue. Because the root cause of the flow board becoming defective again could not be conclusively determined, the console's motor control printed circuit board (pcb) was also replaced, as a preventive measure. The repaired console was functionally tested with its related flow probe at mcs zurich and again by the mcs burlington service depot, and both devices passed all tests, functioning as intended after the repair. The root cause of the flow board pcb being defective could not be conclusively determined during the investigation. Reports of similar events will continue to be tracked and monitored. The 2nd generation centrimag system operating manual section 4-""warnings & precautions"" warns ""one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction."" The 2nd generation centrimag system operating manual section 10-""emergency and troubleshooting"" states that ""the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support."" The 2nd generation centrimag system operating manual has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console, and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1-""appendix I - primary console alarms and alerts"" contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that a gen2 primary console is giving an s3 error. The site disconnected everything from the unit and power cycled the console but the error returned and could not be cleared. No additional information was provided.